Event description:
It was reported that a spectrum pump constantly displayed the downstream occlusion message. It was also reported there was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device and found it was out of spec in relation to the reported symptom, constant downstream occlusion alarm, which was not reproduced but confirmed through a review of the device event history log. The downstream sensor current readings were in spec and the unit passed testing. The downstream pressure plate gap was out of spec. The device was re-calibrated.